Event description:
Pt was in ICU-24 hours post op with the endotracheal tube in place. Pt required suctioning but the catheter couldn't be passed. The pt's o2 stat began dropping. Pt was urgently extubated. Pt did not require reintubation because pt was in the process of being weaned off the respirator. Endotracheal tube showed that the wires in the tube bunched up where the tube appeared to have been kinked or bitten thus clogging the tube passageway.